Manufacturer narrative:
Date sent: 03/18/2009. Evaluation summary: the hand piece was tested on a generator and found to be functional. However, the hand piece was disassembled and a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for the instrument to not work as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported the device isn't working. No further info available from caller. Patient consequence is unknown.